Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. The patient's anatomy was not tortuous prior to stent placement. An ercp stent removal procedure was performed on (B)(6) 2022. During the stent removal procedure, it was noted that the stent migrated and part of the stent was unraveled. The physician attempted to remove the stent but was unsuccessful. The retrieval loop broke. An extraction balloon was attempted to facilitate removal of the stent but was also unsuccessful. A hurricane dilation balloon was successfully used to move the stent and the stent was able to be fully removed from the patient with a grasper. The procedure was completed. In the physician's assessment, the stricture had been resolved at the time of migration. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a010402 captures the reportable event of stent migration. Medical device problem code a0401 captures the reportable event of stent break. Medical device problem code a150207 captures the reportable event of stent difficult to remove. Block h10: a wallflex biliary rx fully covered rmv stent was received for analysis; the delivery system was not returned. Visual examination found the stent was damaged, the wire was broken and the stent was deformed. No other problems were noted to the stent. The reported event of stent migration and stent difficult to remove could not be confirmed; these problems occurred during the procedure, therefore, these could not be functionally verified. The reported event of stent break was confirmed; the stent wire was found broken during visual inspection. A labelling review was performed and from the information available, this device was used per the instructions for use (IFU) / product label. Furthermore, the reported event of stent migration was listed within the IFU as potential adverse events associated with the used of this device. Taking all available information into consideration, the investigation concluded that the reported event of stent break was most likely due to procedural factors encountered during the procedure such as how the device was handled or manipulated during stent removal. Excessive manipulation of the device without enough care could contribute to the damages found to the stent. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6), 2022 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. The patient's anatomy was not tortuous prior to stent placement. An ercp stent removal procedure was performed on (B)(6), 2022. During the stent removal procedure, it was noted that the stent migrated and part of the stent was unraveled. The physician attempted to remove the stent but was unsuccessful. The retrieval loop broke. An extraction balloon was attempted to facilitate removal of the stent but was also unsuccessful. A hurricane dilation balloon was successfully used to move the stent and the stent was able to be fully removed from the patient with a grasper. The procedure was completed. In the physician's assessment, the stricture had been resolved at the time of migration. There were no patient complications reported as a result of this event.